Event description:
Lab performed psa testing on the dimension rxl on a post-protatectomy pt with the following results: sample #1 0.6 ng/ml; sample #2 0.9 ng/ml; sample #3 0.7 ng/ml. Sample was tested with an alternate analyzer with a result of <0.1 ng/ml. There were no adverse pt consequences.